Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported tamponade occurred. A viking soft tip diagnostic catheter was selected for use during an atrioventricular nodal reentry tachycardia procedure with cryoablation. Pressures ¿looked good¿ during the 30-minute post ablation waiting phase while the patient was in the room; however, the patient went hypotensive and tamponade occurred about 15 minutes after the patient was brought to recovery. Tamponade was diagnosed via ultrasound; the location of tamponade was unknown. Fluid was removed from the pericardial space and the patient was stable.